Event description:
It was reported that the device has been depleted rapidly and there appears to be no reason for this.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of premature battery depletion was confirmed after performing longevity calculations. Different tests were performed and no sources of high current were found. The battery was sent to its manufacturer for analysis, where an internal short was found. The cause of the premature depletion is believed to be due to this internal battery short.